Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the unit was powering down after approximately 90 seconds whether it was running on ac or a fully battery. The company representative replaced the power supply assembly (part number 0014-00-0033e05). The iabp was calibrated and tested to factory specification. The original power supply was sent to (B)(4) center for evaluation. The event of pump shutting down on startup was not confirmed even after running the unit for several hours. The power supply was sent to vendor for repair/failure analysis and update fan. The vendor replaced daughter board, updated fan and updated the power supply to latest revision. The power supply was tested to factory specifications as per the service manual. (B)(4).

Event description:
The customer reported that prior to use on pt, the unit would shut down after approximately 90 seconds whether it was running on ac or full battery. No pt was involved.